Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., d.3., g.1., d.6a.

Event description:
Patient reported rupture. This record is for right side. The device remains implanted.

Event description:
Patient reported rupture. This record is for right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d2, d4, h4, g4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b1, b5, d6b, h6.

Event description:
Device has been explanted.